Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (won't power on) has been confirmed. Upon evaluation, the battery failed a battery capacity test. The full charge capacity was below spec. The evaluation included download data review and functional testing of the output voltage and charging circuitry. The battery was unable to power up a monitor. Aging battery cells. No adverse event resulted from the damaged battery.